Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels over 700 mg/dl. Customer also stated that they had issues with blood at the site of insertion. Customer's blood glucose levels at the time 310 mg/dl. Troubleshooting occurred. No additional information was provided.